Event description:
It was reported that during a lsh procedure, the tissue pad fell off and was not located. They were not sure of the tissue pad location. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.